Event description:
It was reported the insulin pump was squirting insulin during prime. Customer's blood glucose was 300 mg/dl. No alarms occurred. Customer was advised to restart the device and device alarmed compromised force sensor system. The drive support was sticking out. The device was not dropped or bumped. No damaged noted. Customer does not recall pressing the cap while connected. Customer did not rewind the device with reservoir. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system basic occlusion test due to loose/protruded drive support disk. Prime test was not performed due to the alarms. The insulin pump had cracked case at display window corners, cracked battery tube threads, minor scratches on the display window, missing end cap sticker, and stained back address/serial number label.